Event description:
It was reported that the pump¿s insulin cartridge was rewound and inserted, but it did not seat fully and became stuck in the cartridge bay; attempts to pop the cartridge up using a press-and-hold without adaptor after dispensing approximately 160 units were unsuccessful, and the full cartridge remained intact and lodged. Symptoms included no adverse clinical effects. Outcomes included replacement supplies shipped and completion of troubleshooting and education. Investigation included review of device performance and guided troubleshooting focused on the cartridge loading, rewind, and eject functions. Investigation of this device revealed a mechanical interference during cartridge seating and ejection consistent with a fill tubing or occlusion-related handling error, with no evidence of device breakage. It was concluded that the complaint was confirmed, and issue was found as foreign object debris in between gears with one damaged gear. The refurbishment department will replace all affected components followed by repair instructions.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."